Event description:
The device was used during a lung resection procedure. Reportedly, the instrument was difficult to close on the tissue. The surgeon applied another device. The hosp has reported that no pt injury occurred.